Manufacturer narrative:
(B)(4). We received one used, (half filled) easypump ii lt 100-50-s without packaging, the received sample is connected with a line from the competitor codan. The received sample was taken to a visual inspection. Damages or manufacturing faults were not detected on the sample. On the received sample, the white tube clamp was closed. The original wing cap was not handed over by the customer; the patient connector was connected with the line from the competitor codan. After opening the top cap and removing the closing cone, we detected liquid at the filling port (lli-cone). Furthermore, we detected crystallized drug residues at the lla-cone of the competitor line. The sample was filled up to the nominal volume with nacl 0.9% and a functional test respectively a leak test was carried out (with the connected line from the competitor). After waiting for a while the pump did work (solution was running). Leakages were not detected during the test at the sample. The received sample is within our specifications. Hence we assess this complaint to be not justified. We have informed our manufacturer accordingly. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility ((B)(4)): patient returned after 2 days to the hospital with their easypumps not completely empty. No flow could be detected anymore by the nurses